Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device's log shows that the device recognized segments 2 and 3 as a shockable rhythm due to artifacts caused by movement. The device passed all functional, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a female 45-year-old patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.